Event description:
It was reported that the patient came into clinic for a backup battery replacement due to backup battery fault alarms. The backup battery was exchanged, but the backup battery fault alarms continued. The primary controller was exchanged. The log files were submitted for review and the affected controller was sent for assessment. The log file captured a loss of power to the mobile power unit on (B)(6) 2024. The system continued to operate at the set speed and was supported by the controller¿s backup battery until external power was restored. In addition, the heartmate log file captured intermittent backup battery fault alarms beginning at 12:38 pm on (B)(6) 2024. There were no other unusual events recorded in the log file event history.

Manufacturer narrative:
Section d4: device serial number and lot number were not provided, and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of a no external power alarm was confirmed via the submitted log file. The mobile power unit (mpu) was not returned for analysis; however, a log file was submitted and data from the reported event date of (B)(6) 2024 was reviewed. A no external power event occurs at 07:35:14 while connected to the mpu due to a loss in alternating current (ac) power. The alarms resolve at 07:35:17 when power to the mpu is restored. The backup battery provided support to the system during the no external power event. There were no other notable events active in the log file. Pump operation was not affected. Multiple good faith efforts were sent in attempt to retrieve additional information regarding the serial number of the mpu, the cause of the alarm, if the patient has the v-lock connector on the ac power cord, and if any equipment was exchanged or returning for analysis; however, no response was received. A root cause for the reported event was unable to be conclusively determined through this analysis. The device history records for the mobile power unit were unable to be reviewed due to the serial number information not being provided. Heartmate 3 patient handbook, rev. D, section 5, entitled ¿alarms and troubleshooting¿, and heartmate 3 instructions for use, rev. C, section 7, entitled ¿alarms and troubleshooting¿, cover all alarms (visual and audible), including the no external power conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 instructions for use, rev. C, under section 3, entitled ¿powering the system¿, explains the various ways to power the heartmate 3 lvas, including how to properly use the mpu and the actions to take in the event of a loss of power. Heartmate 3 patient handbook, rev. D, cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.